Event description:
A report was received that a patient's precision system had been explanted. The patient had been experiencing an uncomfortable shocking sensation when the device was turned off. The patient had undergone a lead revision procedure, but the issue was not resolved. The patient was still reporting the same sensation following the explant procedure, but the physician does not believe that the issue is device related.